Event description:
It was reported that the left master tool manipulator (mtml) on the second surgeon side console was not working well compared to the other mtm. It was further reported that the user had no additional information about when the issue occurred or what specifically happened. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on-site and a test drive was conducted using surgeon side console (ssc) 2 with no issues observed. A grip auto calibration was performed on console 2 master tool manipulator (mtml) resulting in a successful pass. A follow up test drive was completed with no further issues noted. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.